Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested. The root cause was determined to be a defected tantalum capacitor on the driver board, most likely caused by an overvoltage condition during the startup of the device. In consequence (correction) the driver board was replaced. There was no patient or user harm reported.

Event description:
Press turn on c1 but this venilator is not active.(see video file.) After deassembly find dirver board burn on board at c tantalum see pictures. Try to swop new driver board then full cal. This c1 can use to be normally.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested. The root cause was determined to be a defected tantalum capacitor on the driver board, most likely caused by an overvoltage condition during the startup of the device. In consequence (correction) the driver board was replaced. There was no patient or user harm reported. Hamilton medical ag complaint number: (B)(4), follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Press turn on c1 but this venilator is not active.(see video file.) After deassembly find dirver board burn on board at c tantalum see pictures. Try to swop new driver board then full cal. This c1 can use to be normally.